Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the leak was confirmed [leak at instrument channel]; however, 'brown/black fluid came out during sterilization' was not duplicated. Additionally, a tear inside the instrument channel and corroded control body were reported and confirmed. A definitive root cause of the events cannot be identified. The most probable cause of the complaint is cause traced to component failure. We confirmed that the events are detectable by handling the product in accordance with the following IFU: the reprocessing manual of the device, page 32, states the following: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, a brown/black fluid came out during sterilization, even after multiple attempts at cleaning on the videoscope. There were no reports of patient involvement.